Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as red, itchy bumps that have broken open and bleeding from scratching. The patient spoke to doctor who stated this was an allergic reaction to the nickel. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended wearing lifevest intermittently for skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.